Manufacturer narrative:
During the investigation a leak test was performed. Inspection of the fluid path during this test found a tear in the exposed portion of the soft cannula. Fluid was observed leaking from this tear during the investigation. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (arm). As treatment, a new pod was applied.

Manufacturer narrative:
D4: model no from: 14000 to 19191.